Manufacturer narrative:
H4: the lot was manufactured between august 22, 2023 ¿ august 23, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the right side shoulder port weld defect and leakage were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the bottom near port seam. This occurred before patient use. There was no patient involvement. No additional information is available.